Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and eleven months post filter deployment, patient presented to evaluate the inferior vena cava filter placement and history of pulmonary embolism. Subsequent computed tomography (CT) revealed that an infrarenal inferior vena cava filter was present. The filter tip was 81 mm below the renal veins. The tines of the filter rest within the bifurcation of the common iliac veins. The tines circumferentially protruded outside of the vessel wall but did not contact any vital structures. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with morbid obesity. Approximately six years and eleven months post filter deployment, a computed tomography (CT) abdomen without contrast alleged that the filter struts perforated and the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.